Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use that the right ventricle lead (rv), was observed to have increased threshold values. This was discovered through latitude monitoring by the physician. The patient also indicated they were experiencing some pain in their chest, therefore was scheduled for an x-ray. A perforation was discovered, therefore the lead was explanted and replaced. The lead was discarded at the hospital. There were no further consequences to the patient reported.